Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 35mg/ml at 7mg/day via an implantable pump. The indication for use was spinal pain. An empty pump alarm was reported. The patient missed a refill as they had insurance issues. This occurred about a month ago. Per the reporter they plan to put the pump on minimum rate mode for now and would gradually increase the dose after filling the pump. There were no patient symptoms mentioned and no further complications were reported.